Event description:
Approximately two years and three months post heartware lvad implantation, the patient reported several critical battery alarms with his/her controller, although batteries showed more than three green bars. Heartware field service engineers recommended exchanging the controller. No harm or injury to the patient was reported as a result of this incident. Preliminary log file analysis shows a pump stop for the same day as the critical battery alarm.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller and batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the devices met specifications; the controller and the batteries passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed a critical battery alarm. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause is a communication error between the controller and battery. *this is report five of six reports (3007042319-2014-00208 and 3007042319-2015-1181, 1182, 1183, 1184, 1185) submitted for devices related to the same event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. On (B)(6), 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on (B)(6), 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on (B)(6), 2015 . Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.